Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured during predilation when it was inflated to 10atms for 10 seconds on the first inflation. The lesion being treated was located in the moderately tortuous, heavily calcified and 99% stenotic atrioventricular branch. The device was removed from the pt intact. The procedure was successfully completed with the deployment of a stent and post dilation with a quantum maverick balloon. Pt status was listed as "good".